Event description:
It was reported by the rep that the device was used during a liver (prep) transplant. It was reported the tlh90 was fired to resect a portion of the liver. The staples did not hold in place, but were formed. The tl90 was then pulled and fired; these staples did not close and formed a b. A ussc and 55 was pulled and fired. The surgeon then proceeded to hande sew all vessels for transplant. There was no consequence to the pt.